Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the left ventricular lead had high threshold. It was noted that the lead was not in good touch with the vessel. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.